Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05045, -07722, -07799, & -07801).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis and elevated metal ion levels. Review of invoice history indicates the patient underwent an initial total hip arthroplasty on (B)(6) 2000, which was revised (B)(6) 2014 and an initial total hip arthroplasty on the opposite hip on (B)(6) 2002. There has been no reported revision procedure for the 2002 arthroplasty.